Event description:
It was reported that the spinal cord stimulation (scs) system was explanted due to inadequate stimulation. The patient is doing great post operatively. The explanted device will not be returned as it was not released per facility policy.